Event description:
The bipap a40 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating (cpu cannot communicate with the flow sensor using i2c bus and cpu cannot communicate with the pressure sensor using spi bus) was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device was scrapped as per customer request. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.